Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact. Analysis indicated the stop cock of the flush port valve of the delivery system was separated. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. Contrast was observed on the outer shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure for a leadless implantable pulse generator (ipg) when the delivery system was taken out of its sterile packaging the physician noted that, when maneuvering/rotating the system from its handle, the stability member w as not moving together/jointly with the handle, while the outer shaft, the device cup, and the leadless ipg were moving together/jointly with the handle. During the procedure, the external flush port of the delivery system became tangled around itself after the handle was rotated several times. The physician attempted to inject contrast medium via the injector but the external flush port tap b roke/was ejected from the port, which resulted in leakage from the flush port the delivery system was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.